Manufacturer narrative:
The pump had a compromised force sensor system alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump was also received with a cracked reservoir tube lip and a minor scratched lcd window.

Event description:
The customer reported via phone call that he changed the set and then received a compromised force sensor system alarm. Customer stated that the drive support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.